Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/12/2020. Corrected b3 investigation summary: one picture was received for evaluation. Upon visual inspection of the picture a winding former with two strand single armed could be observed, however, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pjz447 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: one picture was received for evaluation. Upon visual inspection of the picture a winding former with two strand single armed could be observed, this is different than the requirements for the product pdp9132h of a strand double armed per package. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. Prior to use, it was noted this product code is supposed to have single armed needle, but it was found to be with double armed needles in the package. There were no adverse patient consequences. No additional information was provided.